Event description:
It was reported the pt experienced a "bad infection below the pocket area". The pt stated the pocket was so tight that it caused him additional pain. The system was explanted. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated the onset of infection was 9/21/2008. The patient had been administered perioperative antibiotics the symptoms of infection included fever, redness, swelling, drainage and pain in the area of the device pocket. A culture was obtained which produced (B)(6). The patient did not have meningitis. The patient was treated with IV antibiotics. The infection resolved. The hcp reported the patient had a prior staph infection, requiring IV antibiotics one month before implant. It was unknown if the there was any active infection at the time of implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the ins was implanted in the patient for less then 2 weeks before they got a massive infection. The patient stated they had a wound on their back that was over a foot long and was so deep you could actually put your hands inside it and actually touch their inner organs. The patient stated they suffered from pain from the wound and it took almost 11 months to heal. The patient said the healthcare professional (hcp) left parts of the machine in their body. The patient said that a patient advocate from the hospital told them "off the record" that one of the nurses in the or said the "machine" had fallen on the floor and they cleaned it up and implanted in the patient's body anyway and that could be why it "exploded" when they first turned it on. The patient then stated the ins practically electrocuted them and they told them not to worry about it because it was not working yet. They told the patient to come back in two weeks and they will program it. The patient stated that they were almost dead in 2 weeks. The patient said the patient advocate did not know what happened to the ins and why they disposed of the ins. The patient mentioned they just got out of the hospital and their eye's were kind of blurry. The patient stated they have been in and out of the hospital with a bunch of surgeries. No further complications were reported.

Manufacturer narrative:
Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2008, product type: extension; product ID: 3487a, lot# v023483, implanted: (B)(6) 2008, explanted: (B)(6) 2008, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient stated that following implant, he was coming out of anesthesia and a manufacturer representative (rep) turned it on and he got an extremely bad electrical shock in his right hip and groin like being shocked with a taser. Then, the machine died and never worked after that. The patient said it shocked him so bad that he thought it exploded and his whole right leg into his toes was dead, numb, and he couldn't move them. The patient thought he was paralyzed on his right side for a good 5 minutes. The patient said the hcp checked the device and said it wasn't even on. The patient had a severe infection and said "he almost died," so the patient had the device removed. The patient wanted to know if the device exploded or what caused the problems that "almost killed him" and left him in bed for 9 months. The patient said he is in very bad health and wants to know before he died what devastated him. The patient said a rep thought maybe the machine malfunctioned and that's why the patient had a large shock. The patient wondered if battery acid caused the infection. The patient said he spent 19 days in the hospital. Following explant, the patient said, "the wound didn't fully heal and local hcps found a 2.5-3 inch long round rubber tube in his back. They said that is was an anchor point because it had sutures on it and that's what was causing the infection to not completely close umm¿ the bottom did." The patient reported the hole was so big you could put both hands inside and could see the patient's kidneys. The patient said he still has a lot of pain just inside his left butt cheek where the ins was removed. There are times the pain is so great that the patient drops to his knees and cries. The patient mentioned being on opioids since 2004. The patient thinks that it was implanted wrong and wondered if the stainless steel staples in his back caused the device to malfunction. The device was never sent back to the manufacturer for analysis. The patient confirmed they go to a pain management hcp every month. No further complications were reported. Additional information received from the consumer reported that he had vomiting and dizziness right after they got out of the hospital with a possible infection. There was swelling at the implant site which was described as getting up to a grapefruit and that ¿it exploded¿ and a puss-like fluid was coming out. The patient went to the ER and was ¿laying there dying¿ and throwing up a lot. The patient explained the infection started about four days after they were implanted and they were explanted within 7-8 days, but then stated it could have been 12-15 days later. The incision ¿exploded¿ and they went to the ER and the device was explanted, but they had to go back in for another surgery because the physician couldn¿t find the titanium anchor. The patient was given conflicting information from different physicians if something had been left in his body. The patient mentioned they didn¿t heal for months and the wound would not close between their t12 and l1 vertebrae, it kept opening up for nine months. The patient didn¿t think the problem was with the stimulator but believed the stimulator was damaged during the implant procedure. It was mentioned that the explant hole was so big you could put both hands in it up to your wrists and nerves had been cut when they took the device out.